Manufacturer narrative:
Insufficient information was provided to determine the potential cause of the posterior capsule tear. The serial number of the system is unknown. The root cause of the patient event cannot be determined. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.

Event description:
Alcon received information that during a case, a posterior chamber tear occurred from too much suction during the procedure. The patient alleges serious, permanent, disabling, and disfiguring injuries with vision impairment to the extent of rendering the patient legally blind. The patient had retained lens material post-operatively and experienced increased iop. The patient had to undergo additional surgical procedures, including pars plana vitrectomy with membrane stripping; pars plana vitrectomy with focal indirect laser; trabeculectomy; iridectomy and/or placing of a shunt, pars plana lensectomy; and sub-tenon injection of kenalog.